Event description:
As reported, the maj-2315 distal cover fell off the tjf-q190v into the patient's mouth when removing scope. The cap came off at the conclusion of the procedure when the scope was being withdrawn. The customer stated the distal cover was properly attached to the scope. The issue found during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. There was no patient injury or harm reported due to the event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. It was noted the customer will not be returning the distal cover maj-2315. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. -as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Based on the results of the investigation, it is possible that the cover gradually came off due to friction with the inside of the body cavity however, as the device in question was not returned the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b5, h4, and h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: -the collected cover was damaged at the thin part at the front end and the rear end. -no anti-fog agent is used. -immediately after attaching the cover to the scope, it was confirmed that there was no damage and that it would not come off. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Event description:
Additional information was received from the customer. The front/bottom thin piece on the recovered distal cover was possibly damaged. No anti-fog agents were applied to the scope lens. The user confirmed the distal cover was not damaged when attaching the distal cover to the scope. The user attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off.

Manufacturer narrative:
This report is being submitted to identify the manufacturing date (see h4).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).